Event description:
The intra aortic balloon leaked. Blood was noted in the catheter tubing. This was the only info at the time of the report. (Event complications: unk - reported 6/12/98.) (Pt's current status: unk - reported 6/12/98.)

Manufacturer narrative:
Eval summary: eval: underwater leak test disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.